Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited pacing impedance measurements greater than 2000 ohms in the tip-to-ring configuration. Electronic repositioning shows stable impedance measurements only in the ring-to-coil configuration. Technical services (ts) discussed the importance of electronic repositioning and they could monitor the lead; however, it was the physician's digression if they wanted to revise the lead. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated that the cause of the high pacing impedance measurements has not been determined. The physician's plan is to monitor the patient ongoing and attempting to have the patient begin using his latitude monitor again.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--